Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this patient had a cardiac tamponade requiring surgical drain. The patient fully recovered and they are stable. At this time, the device remains in service and no additional adverse patient effects were reported.